Event description:
It was reported following a magnetic resonance imaging (MRI) scan that a motor stall occurred. It was confirmed and noted in event logs with no recovery recorded. There were no patient symptoms reported. The outcome of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).